Manufacturer narrative:
This report is submitted on june 22, 2021.

Manufacturer narrative:
This report is submitted on may 19, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the magnet through the skin. The device was explanted (date not reported). The patient has not been reimplanted with a new device as of the date of this report.